Event description:
It was reported that a homechoice device experienced a high drain 103 (night drain 3) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was patient involvement, but there was no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the event logs verified the reported iipv. The cause of the reported iipv was undetermined. Should additional relevant information become available, a supplemental report will be submitted.